Event description:
Patient underwent a right knee arthroscopy, lateral meniscectomy and limited synovectomy for plica procedure. After the procedure, the nurse noted right thigh swelling. During the surgery, the arthroscopy pump (conmed) kept alarming unless the start button was pushed continuously by someone. The button was pushed for approximately 40-50 seconds at the beginning of surgery. Since it was not efficient, the pump tubing was changed. Three nurses and two or techs attempted to troubleshoot the problem and the tubing was still not working. The surgeon decided to use gravity tubing to complete the surgery instead of the arthroscopy pump. The surgeon also stated that he had problems using this kind of pump in the past, however, there have been no other reports of problems at this facility.